Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown trilogy cup, lot #: unknown; item number: unknown, item name: unknown m/l taper stem, lot #: unknown; item number: unknown, item name: unknown longevity liner, lot #: unknown. Waterson, h. B., whitehouse, m. R., greidanus, n. V., garbuz, d. S., masri, b. A., & duncan, c. P. (2018). Revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications. The bone & joint journal,100-b, 720-724. Doi:10.1302/0301-620x.100b6.bjj-2017-1466.r1. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient was revised due to groin pain. Surgery revealed trunnonosis, adverse tissue reaction and in-vivo implant corrosion. Intraoperative pathology samples revealed necrotic granulomatous and trunnionosis that was identified by visible thick black debris on the trunnion. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.